Event description:
Abbott hcv elisa: repeat reactive (rr). Ortho hcv version 3.0 elisa test system: nr (0.663 s/co). Chiron riba sia: positive with 2+ bands at c100(p) and c22(p). All other hcv bands were negative. Ortho-clinical diagnostics: ortho hcv version 3.0 elisa test system: sample #1:reactive (1.10 s/co) sample #2: reactive 1.06 s/co) no death or serious injury was associated with this incident.